Event description:
It was reported that the subject device had contact of the handle connection cable was not good and no image is displayed. The issue was found during the diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cord/component failure of the electronical component and image jumps. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.